Event description:
The hcp reported that the patient's pump was removed due to an infection at the pump pocket. The patient signs/symptoms were reported as fluid collection, redness, and swelling. The patient had not yet returned for their postoperative visit, so the patient's final status was unknown. The patient's pump was used to delivery baclofen.